Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that rh d negative patient sample results as well as quality control (qc) for d1 and d2 results by erytype method (erytype s abd+rev.a1,b and erytype s rhd confirm) are coming out as unexpected positive on tango infinity. The customer states that the qc used for blood types are known patients and that they changed the patient every monday. The customer did not return the supposedly defective products (erytype s abd+rev.a1,b and erytype s rhd confirm) for investigational testing, but some images were available. Therefore our quality control laboratory tested the retained sample erytype s abd+rev.a1,b lot #8645120 and erytype s rhd confirm, lot #8633110 on tango infinity with positive and 10 negative samples. All positive and negative reactions showed correct test results on both erytype methods. We did not observe any false positive reaction. Testing by the quality control laboratory confirmed a correct functionality of the allegedly defective lots of erytype s abd+rev.a1,b and erytype s rhd confirm. A review of the batch record documentation showed no irregularities which might have negative influences on the quality of the allegedly defective lots. The affected tango infinity was checked by one of our field service engineers and the cause for the instrument malfunction could be identified. The issue was resolved by replacing the check valve for the active wash station, the tango infinity was confirmed to operate within specifications by the fse. Meanwhile, a new flush pump with integrated check valve is available (service bulletin t-223i, distributed on july 18, 2017), which prevents issues with the previous check valve part.